Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the machine was offline. There was a new machine at the facility, and it had been delivered and plugged in. The cable connections and wall outlet were tested and confirmed to be working properly, and the machine was rebooted multiple times; however, there was no response from the machine.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the issue was not caused by a hardware failure. The newly delivered machine had been shipped and powered but was not yet activated for use because the scheduled go-live/install date had not been reached. A technical support specialist confirmed internally that the machine was scheduled to go live on 04/01 and would become operational at 12:00 am on that date. This information was relayed to the appropriate contact for communication to the customer. The system was confirmed to be functioning as intended following the investigation.